Event description:
It was reported that patient 8 was implanted at age 60.3 years as destination therapy and presented with symptomatic low flow alarms 1.1 years following implant. Computerized tomography angiography, cta, identified 100% occlusion resulting in cardiogenic shock and necessitating a pump exchange. Pre-intervention hm3 parameters were reported as; speed 5100 rpm, flow n/a, pi n/a and power n/a. Post intervention parameters were reported as: speed 5200 rpm, flow n/a, pi n/a and power n/a. Duration of follow-up was 1.1 years post hm3. Post intervention 9 days was complicated by acute limb ischemia, pneumonia, vasodilatory shock, and acute renal failure requiring dialysis. The patient also had a right ventricular assist device (rvad) implanted post-operation. The patient passed away on (B)(6) 2020.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Vinogradsky, a., hynds, m., kaku, y., leb, j., yuzefpolskaya, m., colombo, p., sayer, g., uriel, n., naka, y., & takeda, k. (2024b). Surgical interventions for accumulation of biodebris causing outflow graft obstruction and thrombosis following heartmate 3. The journal of heart and lung transplantation, 43(4), s287. Https://doi.org/10.1016/j.healun.2024.02.1233. Division of cardiac, thoracic & vascular surgery, department of surgery, columbia university irving medical center, new york, ny; columbia university irving medical center, new york, ny; division of cardiology, department of medicine, columbia university irving medical center, new york, ny. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. Heartmate 3 lvas, serial number: (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including multiple organ failures/dysfunctions (including renal dysfunction) and infection. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.